Manufacturer narrative:
One device was received for investigation. The device was functionally tested, but the investigation could not duplicate the reported issue. However, the investigation identified upstream occlusion seal damage, an issue that could result in a hazardous situation, therefore making this investigation reportable. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Based on the results of the investigation, the reported complaint could not be confirmed. The uso seal was replaced and the device passed all testing.

Event description:
It was reported that the device constantly gives cassette attachment error when closing the latch even though there is no cassette. It was observed during testing. There was no patient involvement and harm. Additionally, the investigation identified upstream occlusion seal damage, an issue that could result in a hazardous situation, therefore making this investigation reportable.